Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pubic lice in 2005, gonorrhea in 2005 and human papilloma virus infection in 2003. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced rash ("rashes"), fatigue ("chronic fatigue") and allergy to metals ("nickel allergy"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain"), uterine pain ("uterine pain"), dysgeusia ("metallic taste in mouth"), pruritus ("itching"), vaginal infection ("vaginal infections") with vaginal discharge, depression ("depression"), mood swings ("mood swings"), arthralgia ("hip pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (on (B)(6) 2017 she underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, uterine pain, dyspareunia, dysgeusia, rash, pruritus, vaginal infection, fatigue, headache, depression, mood swings, allergy to metals, migraine, arthralgia and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, mood swings, pelvic pain, pruritus, rash, uterine pain and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: full occlusion of fallopian tubes; on (B)(6) 2012: closure of tubes bil post essure most recent follow-up information incorporated above includes: on 15-mar-2018: pfs+mr received: new events: migraine, allergy to metals, abdominal pain, arthralgia were added. Reporter, patient demographic information updated. Product stop date added. Incident no lot num:ber or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pubic lice in 2005, gonorrhea in 2005 and human papilloma virus infection in 2003. Concurrent conditions included vaginal itching, endometriosis of pelvic peritoneum, yeast infection, left lower quadrant pain, cervical dysplasia, itching, burning feeling vagina, uterine leiomyoma, vaginal burning sensation and low back pain. Concomitant products included fluconazole (diflucan) from (B)(6)2016 to (B)(6)2017 and medroxyprogesterone acetate (depo-provera). On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced rash papular ("rashes / rashes or skin conditions- type: itchy raised skin"), fatigue ("chronic fatigue"), depression ("depression"), mood swings ("mood swings") and allergy to metals ("nickel allergy / nickle taste"). On (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), headache ("headaches/ migraines") and migraine ("migraines/ headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain"), uterine pain ("uterine pain"), dysgeusia ("metallic taste in mouth"), pruritus ("itching "), vaginal infection ("vaginal infections") with vaginal discharge, arthralgia ("hip pain"), abdominal pain ("abdomen pain / bad abdominal pain") and back disorder ("back problems"). The patient was treated with surgery (she underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, uterine pain, dyspareunia, dysgeusia, vaginal infection, headache, depression, mood swings, arthralgia, abdominal pain and back disorder outcome was unknown, the genital haemorrhage, rash papular, pruritus and migraine had resolved and the fatigue and allergy to metals was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, mood swings, pelvic pain, pruritus, rash papular, uterine pain and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: results: full occlusion of fallopian tubes; on (B)(6)2012: results: closure of tubes bil post essure. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: vaginal discharge, dyspareunia, mood swings, dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6)2019: follow-up 3 and 4 process together. Plaintiff fact sheet received. Events added from pfs- abnormal bleeding, back problems. Outcome of event was updated. Concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain"), uterine pain ("uterine pain"), dyspareunia ("painful intercourse"), dysgeusia ("metallic taste in mouth"), rash ("rashes"), pruritus ("itching"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), fatigue ("chronic fatigue"), headache ("headaches"), depression ("depression") and mood swings ("mood swings"). The patient was treated with surgery (on (B)(6) 2017 she underwent a total hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, uterine pain, dyspareunia, dysgeusia, rash, pruritus, vaginal infection, vaginal discharge, fatigue, headache, depression and mood swings outcome was unknown. The reporter considered abdominal pain lower, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, mood swings, pelvic pain, pruritus, rash, uterine pain, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2011: full occlusion of fallopian tubes. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.